Event description:
The report stated that the ligasure precise handpiece was in use during a thyroidectomy and upon the second application, the blue insulation on the tip of the handpiece appeared to be melting. The plastic had melted off of the instrument and fallen into the pt cavity and was removed. The doctor used another instrument of the same lot to complete the surgery and it worked fine. There was no ill effect to the pt.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.